Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported via phone call that they received a critical pump error. The customer¿s blood glucose level was 285 mg/dl at the time of the incident. The customer states the battery cap was loose. It was reported that the customer took the battery out and the pump does not want to turn on. Customer reported that they received the open book image on the pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.